Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture. Upon examination under fluoroscopy, it was noted that the lp was dislodged. The lp was successfully retrieved, and new lp was implanted on (B)(6) 2024. It was noted that the lp helix had sprung. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement during implant post tether mode, and failure to capture could not be confirmed. The reported event of helix stretched was confirmed. Visual inspection showed that the outer helix length was stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis of output verification for capture was normal, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.